Event description:
--

Event description:
Boston scientific received information that a few days after the implant procedure loss of capture and high pacing thresholds were noted on the right atrial lead. A lead dislodgment was suspected but could not be confirmed on x-ray. A revision procedure took place. The right atrial lead was removed and a new lead was implanted. No adverse patient effects were reported. This lead will be returned for analysis.

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.